Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked case at the display window corner, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump screen was scratched to the point that it could not be read. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.